Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the caller experiencing a fill estimate issue where the pump showed 150 units instead of the expected about 200 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, resulting in the fill estimate being adjusted to 135 units, which was satisfactory to the customer, and the issue resolved with the customer agreeing to monitor and follow up if necessary.